Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed.based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical report alleges that, the patient underwent implantation implanted with power port m.r.I. Implantable port for chemotherapy of adenocarcinoma of the appendix. C arm fluoroscopy confirmed appropriate catheter and port positioning. One month and three days later, the patient was admitted to the hospital and was found to have purulent fluid surrounding the port a cath, consistent with bloodstream infection due to a central venous catheter. The patient subsequently developed sepsis due to methicillin resistant staphylococcus aureus (mrsa), with associated complications including septic pulmonary embolism, pleural effusion, embolism and thrombosis of the arteries of the upper extremities, all consistent with hematogenous spread from the infected port. Subsequently, the port was removed on the same day. The port was noted to be floating within a purulent collection, which was drained. The port was removed without difficulty and without bleeding. Cultures and gram stain were obtained. Therefore, it can be confirmed that the patient had experienced infection, sepsis due to methicillin resistant staphylococcus aureus (mrsa), septic pulmonary embolism, pleural effusion, embolism, thrombosis of the arteries of the upper extremities and purulent drainage. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2017, a patient underwent port placement via the right subclavian vein for the chemotherapy related to adenocarcinoma of the appendix. Approximately one month and three days later, on (B)(6) 2017, the patient was found to have purulent fluid surrounding the port. Subsequently, the patient was also diagnosed with a bloodstream infection, sepsis. Additionally, the patient was diagnosed with methicillin resistant staphylococcus aureus (mrsa) infection, which was confirmed through blood culture. It was also reported that the patient was diagnosed with septic pulmonary embolism, pleural effusion, embolism and thrombosis of the arteries of the upper extremities. Subsequently, the port was removed on the same day. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with infection and thrombosis. However, the current status of the patient is unknown.